Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the office manager that the patient came in complaining that he was unable to see clearly, with waxy vision since the surgery. The patient was unhappy with the results. In the surgeon's opinion, the iol was slightly superior temporally. The iol was exchanged in a secondary procedure for the same model iol, but a .5d difference in power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens was decentered and the patient experienced a hyperopic surprise. Additional information has been requested.